Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error alarm as well as pump error alarm. The blood glucose level was 115 mg/dl at the time of incident. Customer stated that the insulin pump had frozen display. Customer stated that they were unable to see clock. Customer stated that the buttons on the insulin pump began to work in less than 5 minutes without battery change. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received in a critical alarm this alarm is generated when a power failure is detected error notification screen loop at boot up due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test or verify frozen display, unresponsive buttons, or critical pump error (open book image) alarm due to this alarm is generated when a power failure is detected alarm loop.